Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported through the FDA medwatch that byte has received that within the first three months of using the aligners, they would not allow them to close their mouth at night, it hurt them to close their mouth when they removed the aligners and scratched their cheeks and gums badly.